Event description:
Related manufacturer report number: 2017865-2022-37772. It was reported that the patient presented for follow-up with the high capture threshold and low pacing impedance exhibited by the right atrial lead. The lead was explanted and replaced. The pulse generator was prophylactically replaced due to advisory. The patient was in stable condition.

Manufacturer narrative:
The reported events of high threshold and low lead impedance were confirmed. As received, the distal portion of partial lead was returned in one piece with the helix stretched and clogged dried tissue. Visual examination of the lead found an external abrasion that breached the outer insulation and exposed the outer coil at distal to the suture sleeve tied down impression region. The cause of the reported events was isolated to external abrasion consistent with friction to another device or features of the heart.